Manufacturer narrative:
During the evaluation at an olympus service center, the reported issue was confirmed. All of the switches were non-functional. Also found was; peeling of the glue on the cover, non-sharp scratches on the body and probe, a kinked biopsy channel, scratches on the control knob and loose control knob movement. In addition, the angulation was out of olympus standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that during a procedure, the buttons were not working on the ultrasonic gastrovideoscope. No patient harm was reported. During the evaluation of the device, a malfunction of peeling glue on the periphery of the objective lens was noted. This report is to capture the reportable malfunction of peeling glue on the periphery of the objective lens noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be identified. There was no adhesive in the position where adhesive should have been applied and the subject device was shipped with no abnormalities. The cause of the issue did not seem to be the manufacturing process but occurred afterward. However, the day the issue occurred was unknown. There were scratches around the area. It could not be ruled out that some kind of external force was applied to the relevant part. The instructions for use (IFU) states the following guidelines: important information ¿ please read before use. Caution do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.

Event description:
Additional information was provided by the customer. The issue occurred during the beginning of an endoscopic ultrasound (eus) procedure. The exact date of event was unknown but believed to be within two (2) days of contacting olympus. There was a presumed delay in the procedure, but amount of time was unknown. The same device was not used to complete the procedure. It was unknown if the procedure was completed. The device was inspected prior to use and there were no findings.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.